Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139104ext, ultraclean blade, device was being used during a breast surgery on (B)(6) 2018. The surgeon operated the device for approximately 30-minutes and noticed a small hole in the grey casing around the contact site of the pencil and tip. It was reported that the patient sustained a "contact burn". The degree of burn is not known, as well as when or how the burn occurred. The procedure was completed as normal with a reported 5-minute delay. This report is being raised on the basis of injury due to report of patient burn with no information of degree.

Manufacturer narrative:
One 139104ext was received in opened unoriginal packaging, the reported catalog number was verified, the lot number was not verified. Inspection found that a hole had formed in the press on hub at the gate area. The hole exhibited signs of burning. Possible causes of this failure are if a bubble had formed in the press on hub mold near this area. Another possible cause is when removing the gate vestige during manufacture, a defect was introduced in the mold that allowed arcing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 2,750,858 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection described herein in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. Warning: if using a disposable needle electrode do not exceed 30 watts during use. Safety tips: inspect and test each device before each use. Inspection: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration verify that the electrode is fully and securely seated in the handpiece before use. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.